Manufacturer narrative:
The reason for this revision surgery was the patient's glenosphere disassociated from the baseplate after 2.5 years of patient implant use. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause for the glenosphere disassociating from the baseplate was reported as a bad fall. The surgeon reported no issues associated with the explanted product. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient taking a bad fall. When falling she tried to break the fall with her arm, causing the glenosphere to disassociate from the baseplate.